Manufacturer narrative:
The technician found the caster swivel locks were worn down. He replaced the casters to repair the stretcher.

Event description:
Info rec'd indicates the stretcher brake will not hold. The caster wheels roll and swivel and the brake pedal jumps out of the brake position.